Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to t-wave oversensing. The patient has dialysis, therefore, it is mentioned to be contraindicated for implantable cardioverter defibrillator (ICD) implant. A new screening was performed and the vectors passed, therefore, the s-ICD system was programmed off and is planned to be replaced. The s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the oversensing and inappropriate shock, are related to conductor fractures - based on the findings of fractured conductors in multiple locations on the proximal end of the electrode. Fracture characteristics were consistent with cyclic fatigue. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection noted the conductor coils were stretched on the proximal end of the shock coil. Tissue and calcification were noted in the shocking coil and a twisted lead body on the proximal end. A tear was also noted at the distal end of the terminal boot. The sense a conductor failed resistance testing due multiple conductor fractures. An x-ray confirmed the sense a cable is fractured in several locations ranging from 46 to 60 millimeters (mm) and 119 to 139 mm from the terminal end. The high voltage cable was also fractured approximately 145 mm from the terminal pin. Based on the analysis results, the fractures appear to be the result of cyclic fatigue. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: the failure to follow instructions was selected based on the product analysis, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to t-wave oversensing. The patient has dialysis, therefore, it is mentioned to be contraindicated for implantable cardioverter defibrillator (ICD) implant. A new screening was performed and the vectors passed, therefore, the s-ICD system was programmed off and is planned to be replaced. The s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.